Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device¿s screen assembly began separating from the unit, consistent with a screen bezel separation hardware issue; blood glucose was reportedly unaffected and no alarms occurred. Symptoms included no clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included customer interview and product history review. Investigation of this device revealed a mechanical enclosure separation at the display assembly consistent with component wear or bond failure, with device function otherwise intact and no alarm behavior observed. It was concluded, based on previously established findings for similar reports, that the cause was mechanical component failure attributable to device material or assembly degradation.